Event description:
On 05/16/2009, the pt reported that he has experienced an intermittent failure of the up button of his infusion device since beginning use of the device. He stated the issue occurs approx every 2 weeks. He became aware of the failure because his bolus "doesn't always kick in". He stated that he thinks he has programmed a bolus and later his blood glucose elevates (values not provided). He then reviews the bolus history to find that the bolus is not listed. The pt switched to his backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.